Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The tip of the coronary diamondback orbital atherectomy device fractured in the circumflex artery following treatment of the lesion in the proximal circumflex via femoral access. The vessel was reportedly mildly tortuous with 95% stenosis and tight clearance. The fragment was left in the distal circumflex artery, and the procedure was completed following successful stent placement. The patient was discharged without any complications.